Manufacturer narrative:
Evaluation summary: the amphirion deep was returned for evaluation. The information reported on the luer, pouch label, and on the shelf carton is consistent with the data in the complaint form received. The lot # is 214085257. A visual and tactile inspection has been performed: the balloon chamber was received in a post inflation profile and the inner guidewire lumen shaft was found stretched within the balloon chamber. A 10cc water filled syringe was attached to the proximal hub luer lock and the guidewire lumen was flushed. Clear fluid was observed exiting the distal tip and fluid was observed dripping out of the inflation lumen luer lock of the y-manifold. A 0.035¿ guidewire was loaded through the distal tip and navigated out the proximal hub of the y-manifold with ease. A 20cc water filled syringe with manometer was attached to the inflation lumen of the y-manifold and the balloon chamber was inflated to its rated burst pressure of 16 atm. The rated burst pressure could not be maintained. Clear fluid was observed dripping out of the guidewire lumen of the y-manifold. The pressure dropped 4 atm within two minutes and had a total drop of 5 atm in 3 minutes and 30 seconds. A mixture of red food coloring and water was injected in the inflation lumen of the y-manifold. Red food coloring was observed in the guidewire lumen. The manifold to catheter bond was inspected under a microscope no pathway between the inflation lumen and the guidewire lumen was found on the y-manifold on the side without printing. The catheter and y-manifold were turned over to the side with printing on the y-manifold. A twist in the inflation lumen was observed within the y-manifold. The twist in the inflation lumen on the printed side of the y-manifold most likely provides the pathway between the inflation lumen and guidewire. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It is reported that the amphirion deep device was leaking. No patient injury was reported.

Manufacturer narrative:
Product analysis: the amphirion deep was returned. The information reported on the luer, pouch label, and on the shelf carton is consistent with the data in the complaint form received. The lot # is 214085257. A visual and tactile inspection has been performed: the balloon chamber was received in a post inflation profile and the inner guidewire lumen shaft was found stretched within the balloon chamber. A 10cc water filled syringe was attached to the proximal hub luer lock and the guidewire lumen was flushed. Clear fluid was observed exiting the distal tip and fluid was observed dripping out of the inflation lumen luer lock of the y-manifold. A 0.035¿ guidewire was loaded through the distal tip and navigated out the proximal hub of the y-manifold with ease. A 20cc water filled syringe with manometer was attached to the inflation lumen of the y-manifold and the balloon chamber was inflated to its rated burst pressure of 16atm. The rated burst pressure could not be maintained. Clear fluid was observed dripping out of the guidewire lumen of the y-manifold. The pressure dropped 4atm within two minutes and had a total drop of 5atm in 3minutes and 30 seconds. A mixture of red food coloring and water was injected in the inflation lumen of the y-manifold. Red food coloring was observed wicked into the guidewire lumen. The manifold to catheter bond was inspected under a microscope no pathway between the inflation lumen and the guidewire lumen was found on the y-manifold on the side without printing. The catheter and y-manifold were turned over to the side with printing on the y-manifold. A twist in the inflation lumen was observed within the y-manifold. The twist in the inflation lumen on the printed side of the y-manifold most likely provides the pathway between the inflation lumen and guidewire. The guidewire lumen of the y-manifold was being washed with a dilute solution of simply green and water when movement of an air bubble in the inflation lumen of the y-manifold was observed to be moving. A vacuum was drawn using the syringe attached to the y-manifold and the air bubble moved proximally towards the guidewire lumen hub. A very fine air gap between the adhesive and the y-manifold was found. If information is provided in the future, a supplemental report will be issued.